Event description:
Customer's wife reports back to back testing on the same meter while using the advantage system with results of 128 mg/dl and 66 mg/dl. Wife reports customer is unresponsive; gave him some frosting and was calling 911. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.